Event description:
Customer's husband reported the customer receiving high blood glucose readings and administered herself with additional dosage of insulin accordingly. Customer then experienced symptoms of dizziness, tremor and lost of consciousness. Paramedic was called in and reported to receive a lower blood glucose reading between adc and paramedic readings. The customer was treated with glucose shot, a sandwich and some apple juice. An investigation into the details of this event is in process.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.